Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our german affiliates, during procedure for a 29mm sapien 3 valve in aortic position by transaxillary approach, during the esheath+ insertion, resistance was felt and the distal tip was "perforated" (image provided showed soft distal tip damage), and it was decided to replace with a new one. The second sheath was placed and the procedure continued without problems. After the insertion of the commander, probably after the exit of the valve though the sheath tip and before the alignment, the balloon was ruptured due to the interaction with some calcification. The entire system was pulled back into the esheath+ and removed from the patient. A new sapien 3 valve and commander were prepared and successfully implanted. The patient did not suffer any injury and was noted as to be stable during all the procedure and after the procedure. The overall result was very good.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from an engineering evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The provided imagery was evaluated and revealed the following: crimped valve over inflation balloon and inflation balloon bunched towards distal tip. Residual fluids appears to be inside balloon (indicative for a balloon leak). As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander ds with s3 IFU was reviewed. Warnings include, 'access characteristics such as severe obstructive or circumferential calcification, severe tortuosity, vessel diameters less than 5.5 mm (for size 20, 23 and 26 mm sapien 3/sapien 3 ultra transcatheter heart valve) or 6.0 mm (for 29 mm sapien 3 transcatheter heart valve) may preclude safe placement of the sheath and should be carefully assessed prior to the procedure'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for balloon leak was confirmed based on evaluation of the returned imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported 'after the insertion of the commander, probably after the exit of the valve though the sheath tip and before the alignment, the balloon was ruptured due to the interaction with some calcification.' Per evaluation of the provided imagery, residual fluid was observed inside the balloon, which is indicative for a balloon leak. As there were no abnormalities or leakage observed on the delivery system during device preparation and de-airing, it is likely that the leak was caused during the procedure. Also, the patient had severely calcified vessels and as per customer report, and it is suspected that the leak was caused by calcification. It is possible that the balloon interacted with vessel calcification during advancement through the vasculature, causing the balloon to get damaged. However, due to unavailability of the device or additional imagery, a definitive root cause is unable to be determined at this time. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.